Event description:
Related manufacturer report number: 1627487-2023-00875, 3006705815-2023-01249. It was reported that the patient was experiencing pain at the ipg site and their leads had migrated. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced and the leads were repositioned with no complications.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.